Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On (B)(6) 2017, leica microsystems (B)(4) received a complaint stating that during a surgical procedure, the user smelled smoke from leica m525 f20 stand and both main and back-up lamps malfunctioned. A field service engineer was called on site and initial investigation showed that the plugs of both lamps and sockets were charred.

Manufacturer narrative:
The manufacturer conducted visual inspection and functional tests on the returned components of the surgical microscope (xenon power supply, ignitor, second xenon bulb and xenon lamp cables). However, the broken xenon lamp was not returned to leica as it was discarded by the customer. For the xenon power supply, there are no burnt marks or visual abnormality observed and the xenon power supply was functionally working. For the ignitor, it was functionally working when connected to a representative surgical microscope stand. For the xenon lamp, functional test was conducted and no fault can be found. Results of the visual inspection showed that there are burnt marks on the xenon lamp cable connectors. The burnt marks may have been caused by the smoke from a short-circuit. The cause of the short-circuit that produced the smoke cannot be determined but is highly suspected to be associated with the broken xenon lamp that was not returned to leica as it was discarded by the customer.